Event description:
Information received a smiths medical intubation/portex endotracheal tubes caused interruption in therapy as two tubes kinked during treamement while anesthesia two tubes have kinked and ventilation was interrupted.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. Device was send for investigation to the supplier. When the device will be investigated, a follow-up report with the evaluation results will be submitted.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received and sent to the supplier for investigation/evaluation. A supplemental report will be submitted as needed once the investigation results are provided., corrected data: d1, d2 (common device name and pro code) and d4